Event description:
Information was received indicating that a smiths medical fluid warmer's motor pump assembly was making noise. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.